Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected due to j6 connector resistance issue.